Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a routine follow-up, decreased ventricular sensing with a loss of capture at high output was observed. In addition, the pacing impedance was decreasing. On (B)(6) 2019, a right ventricular (rv) lead revision was performed as an x-ray examination revealed the rv lead was dislodged. While re-positioning the lead, insulation damage was observed likely due to the position of the lead body under the clavicle. The rv lead was explanted and replaced with no adverse consequences to the patient.